Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the (B)(6) 2015 for further investigation. During the investigation the fse found a leak around the wash syringe, substrate syringe and wash probe, all were replaced and primed successfully. Also, the fse found tubing from valve 2 and valve 3 had evidence of leaking. The tubes were replaced and realigned successfully. Daily checks were preformed with no errors. Customer ran controls on the instrument and all results were within range. Instrument is functioning as intended and released. The most probable cause for this event is the substrate syringe. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On the (B)(6) 2015 the customer reported a fluid leak close to the substrate syringe on their aia-2000. The customer stated that they can see corrosion, brown and white discoloration at the wash syringe and bf probe. Customer requested service in order to address the reported issue which resulted in delay reporting of results for pth, bhcg, prl and lhii. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.